Manufacturer narrative:
The device history record could not be reviewed due to the lot number being unknown. Two screws were returned for the same reason; the distributor stated hospital returned them together, therefore they are unclear which screw is for this complaint. Visual inspection on both screws show signs that there was an insertion attempt. One of the screws show minor signs of damage on the grooves of the screw head and one of the screws show considerable damage on the grooves of the screw head. The screw with considerable damage has minimal damage on the threads. The screw with minor damage on the grooves of the screw head has a fractured tip. Functional tests (attempting to load and insert screw into white oak using blade (part #15-1196) and driver (part#01-7390)) reveals that the screws do not function as intended. The screw with considerable damage to the grooves on the screw head could not be retained. The screw that has a damaged tip could not be inserted into the wood. The most likely underlying cause of this complaint is excessive force. The customer most likely used excessive force while trying to insert the screws causing the screws to be damaged. There are no indications of manufacturing defects. The instructions for use for this product states in the section titled bone screws: the screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application.

Event description:
It was reported during a procedure of intracranial tumor extirpation, the screw was not inserted even using with a driver. Upon follow up, the distributor indicated that the issue occurred when the surgeon was attempting to load the screw on the blade from the screw caddy and another screw was available. Evaluation of the returned screws identified attempted insertion. Followed up with the complainant regarding the evaluation results and the customer responded there was an attempt to insert the screws.